Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving unspecified readings on the adc freestyle libre sensor that were always different, incorrect and were low and high in comparison with the readings obtained on a hcp meter. Customer further reported experiencing unspecified symptoms of hyperglycemia and was unable to self-treat. Customer was seen by the healthcare provider in the emergency room where a reading of 700 mg/dl was obtained on the hcp meter and she was treated with unspecified units of insulin injection and IV for the diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event.